Event description:
It was reported that the patient presented in clinic due to discomfort. Device interrogation revealed high capture thresholds on the right ventricular (rv) lead. On 6 oct 2023, the physician elected to cap and replace the rv lead. The patient was discharged from the hospital after the procedure.